Manufacturer narrative:
The facility's medivators dsd-201 automated endoscope reprocessor (aer) had the wrong program settings for use with metricide glutaraldehyde high-level disinfectant (hld). Improper soak time and rinsing could affect whether high level disinfection was achieved and potentially leave residual disinfectant on the scope; therefore, there is potential patient cross contamination or chemical exposure. Medivators clinical specialist and field service engineer reported that they observed this facility's dsd-201 aer diagnostics were set to the incorrect contact time and amount of rinses as required per metricide glutaraldehyde labeling. Upon discovery, the machine settings/diagnostics were corrected to meet the hld manufacturers instructions. To date, there have been no reports of patient illness or injury. This complaint will continue to be monitored within medivators complaint system.

Event description:
The facility's medivators dsd-201 automated endoscope reprocessor had the wrong program settings for use with metricide glutaraldehyde high-level disinfectant (hld). Improper soak time and rinsing could affect whether or not high level disinfection was achieved and potentially leave residual disinfectant on the scope; therefore, there is potential patient cross contamination or chemical exposure.